Manufacturer narrative:
The pod arrived fully deployed, delivering less than 200 pulses. No problems were found that would result in the needle mechanism deploying early, though it could not be determined exactly when it deployed. The cause of the reported needle mechanism failure could not be determined.

Event description:
It was reported that the needle deployed prematurely after the insulin fill step but prior to activation, indicating a needle mechanism failure. It was further reported that the pink slide did not move forward; however, the cannula was visible and no abnormalities were noted. There was no impact on the patient's blood glucose levels reported.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone 17.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.